Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 80% to 15% while connected to a power source. In addition, the pump could not be charged despite the attempt of multiple wall adapters. The battery gauge later jumped to 100%. The customer¿s blood glucose level was 129 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.